Manufacturer narrative:
The device will not be returned for evaluation as it was discarded at the site. The lot history record review was not possible since the lot number was not reported. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. (B)(4).

Event description:
Medtronic (covidien) received report of vasospasm caused by a navien guide catheter. The patient was initially admitted to the facility for severe headache and was determined to need flow diversion treatment. During the procedure, the patient experienced mild to moderate vasospasm, which was attributed to the guide catheter. The patient was administered verapamil with immediate resolution. There was no report of any device malfunction. The patient has since been discharged and is asymptomatic.